Manufacturer narrative:
A ge representative evaluated the system and adjusted the image system. System operates as intended.

Event description:
Customer reported the compensation of the automatic control of the intensity of the image intensifier for various thicknesses and voltages shows variations which are greater than 10% for the 16cm field size.